Manufacturer narrative:
This report is submitted on april 03, 2017.

Event description:
Per the clinic, the patient experienced breakdown of the skin flap subsequent to the implant site suffering an impact. Subsequently, the patient was prescribed oral antibiotics on (B)(6) 2017, however the issue could not be resolved resulting in the decision to explant the device on (B)(6) 2017.